Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net in backup vvi mode. The patient was brought into clinic, after firmware download, the device resumed normal function and remained implanted. No patient symptoms had been reported.

Manufacturer narrative:
(B)(4).

Event description:
New information states the patient was symptomatic, experienced dyspnea with exertion during backup vvi mode. The device was reprogrammed, the patient felt better and was sent home.